Event description:
Reporter stated that he had a transcranial magnetic stimulation treatment done three years ago by dr. (B)(6) at (B)(6)). The procedure caused him to have a bad reaction and was informed that the effects would taper over time. Unfortunately, the effects never went away. Currently has a severe form of dysautonomia which was caused by the treatments. Currently taking four medications for anxiety and fear. The adrenal glands will not stop working. Reporter explained that he alerted treating physician and was told that the provider can change the protocol to continue the treatment, which made the effects worse. Reporter said he informed the provider that the follow up procedure did not help. Reporter explained that his complaints to the provider caused him to be abandoned as a patient. Had to find a new doctor. Says that original provider didn't help him once he explained the problems he was having due to the treatment. Reporter wants to report device and provider.